Event description:
Procedure type: CABG. According to the reporter: the surgeon broke a 7-0 suture during an anastomosis of the internal mammary artery to lad coronary artery. As a result of the suture breaking we had to do the anastomosis over. This required the artery to be shortened somewhat, as you have to remove the end of the artery that you have already sewn through. Normally we leave the proximal end of the internal mammary artery attached to its native circulation, and only detach the distal end to sew onto the lad. But, because he had to shorten the artery to remove the distal end; the surgeon had to detach the artery from the native circulation and use it as a free graft. Current pt status: fine. Tissue damage or pt injury - same info above was provided.

Manufacturer narrative:
(B)(4).